Event description:
A hospital nurse reported that a pt had been admitted to the hospital with a serious ketoacidosis. The customer's precision xtra meter gave a reading of 18 mmol/dl when they experienced symptoms of tiredness, diarrhea and vomiting. The customer then lost consciousness and her husband called an ambulance. The nurse performed a comparison test with a hospital meter using venous blood; a reading of 92 mmol/dl was obtained. Per customer, they forgot to calibrate their meter to the test strips in use at the time of the accident.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.